Event description:
Patient reported that device's piston rod would not retract all the way, and device would not deliver insulin, so she removed 50 u of insulin from the new cartridge and delivered it to herself via injection. No errors were generated by device. Patient's blood glucose was not affected, and no treatment was received.